Manufacturer narrative:
The device was not returned, thus no investigation could be completed.

Event description:
A peripheral atherectomy procedure commenced to treat a lesion in the patient''s mid superficial femoral artery (sfa). The physician chose a spectranetics turbo elite laser atherectomy catheter to treat the patient. During preparation for use, the technician was calibrating the catheter and noticed a red light on the side of the device''s tip. A new turbo elite device of the same model was used, and the procedure was completed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.